Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the event history log did not identify issues related to the reported problem. An internal and external visual inspection was performed which revealed that the door ground wire was loose. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed the electrical testing for rite - ground bond failed performance spec but passed the rite functional testing. The direct cause of failed ground bond test was determined to be a loose ground wire at door assembly. The problem was resolved by tightening ground wire at door assembly. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.